Event description:
Report received of an over-delivery. The pump was programmed in the piggyback mode to deliver 500ml of lipids at a rate of 11-20ml/hr on the primary line, and 1000ml of tpn at a rate of 60-90ml/hr on the secondary line. It was reported that the lipid infusion took 6 hrs to complete instead of the intended 25 hours. There were no audible alarms noted. The infusion was discontinued. There were no reported fluctuation in the patient's blood sugar. There was no reported adverse patient event. Though requested, no further information was received.